Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the helix of the lead had an out of specification analysis result for extension/retraction due to over-retraction. The helix of the lead was extrinsically compressed. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead dislodged within one day after implant. The lead was found to have low sensing and high thresholds during the next day post check. A lead replacement procedure was performed. During which, the helix of the ra replacement lead would not extend after multiple turns. The replacement lead was not used and a different lead was implanted. No patient complications have been reported as a result of this event.